Manufacturer narrative:
(B)(4). Concomitant medical product - oxford pks cocr size a lm std, item 154718, lot 1477492 (remains implanted); oxf anat brg lt sm size 4 PMA , item 159541, lot 1379098 (remains implanted). Three radiographs were provided with (B)(4) for review. Post-primary radiographs have not been received and are required in order to give an accurate assessment of the initial component sizing, positioning and alignment. There is no indication that the patient¿s pain was related to the function of the device in this instance. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2018-00215 and 3002806535-2018-00217

Event description:
It was reported patient underwent partial knee arthroplasty and subsequently the patient started experiencing extreme pain.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to correct information. The date has been corrected to (B)(6) 2018. The initial report was submitted within 30 days.